Manufacturer narrative:
Cracked blade. Evaluation summary: two devices (a-b) were returned for analysis. Device (a) was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 (solid tone) was noted. Device (b) was returned with the distal tip of the blade broken off and missing. The identified blade damage can occur from external contact during pre-op or general use. Minor blade damage may also increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior to shipment, and damage of this mangnitude would have been detected at this process. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted. Device b info: expiration date: 04/2011. Other = batch number: c9cf1d. Lot number: c4e71e. Manufacture date: 05/2006.

Event description:
It was reported that during a lap prostate procedure, while using the device, the generator displayed an error code. There was no pt consequence.